Event description:
It was reported that during preparation for a percutaneous transluminal angioplasty treatment procedure, the shaft was torn. The target lesion was located in the moderately tortuous superficial femoral artery. A 4.00mm/1.5cm/140cm spcb flextome monorail cutting balloon was selected to treat the target lesion. During preparation, the device was removed from the protective hoop. While removing the balloon protector, it was noted that the shaft of the device was torn. The procedure was completed with another of the same device. No patient complications reported and the patient's condition is good.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the user did not attempt to deflate the balloon prior to attempting to remove the balloon protector. Resistance was noted upon removal of the device from the packaging hoop.

Manufacturer narrative:
Age at time of event: (B)(6). Device was evaluated by manufacturer: the device was returned for analysis. The device was returned in two sections as a result of a shaft break located 25.1cm from the catheter tip. Slight stretching was evident at the break site. The balloon protector was not returned. A visual examination confirmed no damage to the remaining catheter. A microscopic examination of the tip, balloon, and blades found no issues. All blades were present and fully bonded to the balloon. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).